Manufacturer narrative:
The customer later responded to spacelabs healthcare's request for additional information stating that they no longer needed assistance. The customer did not provide a reason. The cause of the reported issue could not be determined.

Event description:
The customer reported that a patient was admitted to a xhibit central station (xcs) during the evening of (B)(6) 2025. At roughly 15:20 on (B)(6) 2025 the patient disappeared from the xcs for several minutes before returning on its own. The customer reviewed clinical access and stated that all previous information was no longer present and the admission information changed to (B)(6) 2025 15:20. A spacelabs healthcare product support specialist (pss) remotely connected to the customer site and could not find any information that indicated a patient was admitted or connected to the bed between 12:27 (B)(6) 2025 to 15:20 (B)(6) 2025. It was noted that the channel associated to the reported patient was admitted to a different bed between the hours of 6:36 and 23:28 on (B)(6) 2025. No error messages were found in the system to indicate any loss of data or communication disruption occurred. The pss asked the customer for additional information regarding the patient including any previous bed they may have been admitted to or connected to. At this time the customer has not responded. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Note regarding d4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.